Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing rash on his body. The patient went to the emergency room and was treated with antibiotics. It was noted that the patient's rash and welts were not getting any better and were extremely irritable and uncomfortable. The physician was not sure if the symptoms were device or procedure related, but he suspected there was a link between the device and the allergic reaction. The patient underwent an explant procedure and was doing well postoperatively. The physician did not suspect device malfunction.